Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient required evacuation of a large hematoma the day after device implant procedure. It was reported during that procedure that this right ventricular (rv) lead exhibited loss of capture. An x-ray image and echo where performed to rule out dislodgement or perforation. The lead appeared to still be implanted with no pericardial effusion. A few days later the physician surgically explanted the rv lead due to continued loss of capture. A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported.